Manufacturer narrative:
Concomitant medical products: product ID: 6944-65 lead, implanted: (B)(6) 2001, 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report ¿something is wrong with this device. This happened the last time and the device had to be reprogrammed. It felt like someone poking me in ribs." Follow up confirmed the patient had diaphragmatic stimulation due to left ventricular (lv) lead. The lv lead was reprogrammed. The lv lead remains in use. No further patient complications have been reported as a result of this event.